Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, active current measurement and self test. The insulin pump passed the self test and the displacement test. No unexpected software error detected alarms noted during testing however, the downloaded history files confirmed software error detected alarms and due to a hardware error, fault isolated to the electronic assembly. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, case cracked behind the insulin pump near the battery compartment and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm. The customer stated they were able to clear the alarm and able to complete rewind process. Insulin pump passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.